Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the device "went off" in the middle of the night. Follow up with the patient's physician was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.